Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental report will be sent.

Event description:
Report 1 of 4. Received from (B)(6) stating that there was debris in the sterile packaging. The device was not being used in surgery. There was no add'l info provided.